Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 35mm, navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, before 80 percent deployment, the valve jumped towards the ascending aorta, so it was attempted to recapture the valve. However, it was unable to be recaptured then it was able to recapture the valve with a use of micro-adjustment wheel but not the nose cone. The valve was identified to be deformed upon removal from the patient's anatomy and decided to be replaced with a new 35mm, navitor valve resulting in successful implantation. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient was discharged. No additional information was provided.